Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in threshold measurements and pace impedance measurements, and a lead safety switch (lss) was triggered due to out-of-range pace impedance measurements greater than 2,000 ohms. Programming was changed to bipolar sensing and unipolar pacing. The patient also reported feeling palpitations, and a monitor was placed on the patient. Review of strips showed avd-avd was programmed to 200-300 and output was set to trend 2.5. It appeared that the device was running rv auto-threshold testing with 60ms avd and backup pacing, and this was likely what the patient was feeling. The trend was turned off. This rv lead remains in service. No additional adverse patient effects were reported.